Event description:
It was reported that during device change out, noise was observed on the atrial and ventricular channels. The physician suspects a device header issue. Device was explanted and replaced.

Manufacturer narrative:
The reported field event of noise could not be reproduced in the laboratory. The device was tested on the bench and using automated test equipment and was found to be normal.